Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user attempting to issue the item from drawer 6, position 9. The customer stated that no cubie was inserted in the spot. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bin-to-cubie configuration error in the system. The technical support specialist (tss) found that user did not have administrative privileges. The item was assigned to bins 06-04 and 06-08. A tss assisted the customer, who attempted to issue the item from drawer 6, position 9, but found that no cubie was inserted in that location. After reviewing the mssql bin table, the tss identified cubies were assigned to both bins 06-04 and 06-08. The tss guided the customer through cycle counting bin 06-08 and setting the quantity on hand (qoh) to zero. The customer then confirmed that the item was successfully issued from bin 06-04. The customer was advised to notify the pharmacy so the item assigned to the non-existent cubie in bin 06-08 could be destocked. The customer authorized to close the case. The system functioned as intended after the technical support specialist investigated the device.